Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: the pre-test could not be performed due to a damaged comb, the comb, bottom roll, and gear were replaced and the ratchet spring was replaced and ratchet assembly lubricated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow up/final report will be submitted

Event description:
It was reported that there was an incomplete mesh during meshing of previously recovered cadaver donor skin. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.